Event description:
It was reported that during insertion the device was unable to penetrate the vein due to a deformity on the catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, during penetration, it's noticed that 18g sti unable to penetrate into the vein nurse retracted partial of the catheter and noticed that the catheter's edge valgus.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7271749. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted to our facility was subjected to ping and drag testing to determine conformity to product specifications. Based on the established limits, our engineers found the submitted device to be within product specifications and functionally normal. Based on these findings, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insertion the device was unable to penetrate the vein due to a deformity on the catheter with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, during penetration, it's noticed that 18g sti unable to penetrate into the vein nurse retracted partial of the catheter and noticed that the catheter's edge valgus.